Event description:
It was reported that the procedure was performed to treat a lesion in the subclavian vein. The armada 35 balloon catheter was applied pressure and the balloon ruptured radially at 12 atmospheres. The separated distal portion of the balloon was successfully snared. The physician reported that the patient is well and never suffered a complication. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined the reported balloon rupture, separation and unexpected medical intervention appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and ruptured during inflation. Additionally, the rupture balloon material likely did not allow the balloon to refold properly and subsequently resulted in the reported separation during removal. Additional treatment with a snare was performed to successfully remove the separated portion of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.